Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error during bolus. Blood glucose was 443 mg/dl, treated with the device. The device was not exposed to an MRI. Customer does not use the sensor feature. Customer was able to complete the rewind process. Customer was advised to discontinue use of the device and revert to back up plan. Customer also stated the device did not alarm no delivery and cannula was bent, which was inserted in her leg. Customer was advised back pressure was needed for the device to alarm. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and off no power test. No motor error alarm noted. Motor passed motor test. However, the insulin pump had broken reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked belt clip slot.